Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient was receiving IV carfilzomib, with 16 minutes left in the infusion. The writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. The rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause if the reported an under infusion of carfilzomib was not determined as no devices were returned for the investigation.

Event description:
It was reported that patient was receiving IV carfilzomib, with 16 minutes left in the infusion. The writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. The rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. There was patient involvement but no harm.